Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported problem was verified. The downstream occlusion sensor seal is starting to bubble up. The device powered up an error code 46510 with a consistent alarm. Root cause is unknown. Replaced the downstream occlusion sensor seal and main board.

Event description:
It was reported that there was downstream occlusion sensor damage (bubble). No patient injury reported.